Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted there were no audible alarm tones heard from the primary or secondary speaker. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.